Event description:
Customer reported an inform system blood glucose result of 50 mg/dl, lab result of 26 mg/dl within 10 mins. Customer reported no pt symptoms, any treatment was based upon lab result. No adverse event reported. A request was made for the return of the system, replacement was sent.